Event description:
Device 2 of 2. Ref MFR report #1627487-2012-12804. It was reported the pt is no longer receiving effective stimulation. X-rays revealed the lead had migrated. The physician disconnected one of the leads, added an extension and two additional leads. Note the pt has two leads from different lots implanted. Both leads are being reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.